Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (migration). (Anatomy related; disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant was not reported. Currently the vessel morphology was reported as there is disease progression with aortic neck dilatation. The aortic neck is currently 21 mm in diameter at the renal arteries and 24 mm in diameter 2 cm below the renal arteries. A recent CT revealed that there is stent graft migration approximately 6.5 mm distally; however, there are no endoleak. The aneurysm size is stable at 5.3 cm. The aneurx stent graft extends down to the hypogastric artery and there is no plan for treatment. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.